Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: a review of the black box and alarm history revealed several consecutive ¿call service (cs) 052/cs054¿ alarms. The battery and cartridge caps were not returned; therefore, test caps were used to complete investigation. The ¿ez-prime¿ steps were successfully performed on the pump. During evaluation, the pump alarmed with a ¿cs052¿ alarm during the 24 hour duration test. A component failure was found on the pcb and the reported ¿cs052/cs054/sleep¿ complaint was duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the bolus button was responsive to button presses. Also unrelated to the complaint, the text on the display was found to be dim and reddish and the battery compartment was found to be cracked below and above the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).